Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse checked the log files, and no related error was found. Upon troubleshooting, fse found the x-ray pc could not start up normally and advised replacing the x-ray pc. The customer repaired the system and fixed the reported issue. No further information of the issue has been reported. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device failed to power on. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.